Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a low battery alert even though she changed her battery last night. Customer's blood glucose was 248 mg/dl. Customer stated that the battery did not last more than 1 week. Customer does not wear a sensor. Customer has already had a replacement battery cap sent to her. Troubleshooting was performed and the pump still worked but it just kept draining the battery. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.